Event description:
It was reported that during a photo selective vaporization of the prostate procedure, the fiber stopped working after five minutes of fiber use. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. The fiber was returned and analysis identified that the glass cap was detached and not returned.

Manufacturer narrative:
Investigation summary: with all the information available, boston scientific concludes that the reported event of fiber stopped working was confirmed, as analysis of the fiber identified that the glass cap was detached/separated and not returned. The observed glass cap detachment is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass cap detachment/separation. The interaction between the user and device, caused or contributed to the observed fiber tip damage. According to the device instructions for use (IFU), increase irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the device revealed the glass cap was detached/separated and not returned. The fiber was tested with hene (helium-neon) laser fixture and no additional breaks were noted along the length of the device. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The metal cap exhibited severe debris adhesion, indicative of prolonged tissue contact. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Caution: excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Ensure that distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Investigation conclusion: the observed glass cap detachment is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass cap detachment/separation. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.